Event description:
Consumer reports testing their bd meter against a laboratory meter. Analysis run on clark error grid using lab reading (49) as ref. Point vs. Bd readings (74) yielded readings in the "d" range of the grid, outside acceptable limits.